Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID 1469875

Event description:
It was reported by the customer that the intra-aortic balloon (iab) augmentation alarm went off, blood in helium tubing found, iabp(intra-aortic balloon pump) catheter removed, on removal, found helium balloon ruptured.. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields b4 d9 g3 g6 h2 h3 h6 type of investigation findings investigation conclusions h11. Corrected field is e3. An intra aortic balloon pump iabp was in use to support cardiac function by improving coronary blood flow and reducing the hearts workload during therapy an augmentation alarm activated and blood was detected in the helium tubing upon removal of the catheter the helium balloon was found to be ruptured the event was attributed to device failure occurring while the patient was receiving cardiac drug therapy which may have contributed to the incident. No decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit each iab manufactured is 100 inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non conforming device to be released the trend review did not identify an adverse trend increase in number of complaints over past three months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.